Event description:
The customer reported experiencing pain at the sensor site during wear of the abbott diabetes care (adc) device. The customer noted inflammation at the sensor site and experienced pain and nausea. As a result, the customer reported seeing a healthcare provider who prescribed 20 mg cortisone tablets for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.